Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced difficult plunger movement. This event occurred 1120 times. The following information was provided by the initial reporter. The customer stated: cdr pharmacist facing difficulty in medication reconstitution as the plunger of syringes are very tight to pull and forced to use alternative to complete cytotoxic drug reconstitution.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaulation ?: yes. D.9. Returned to manufacturer on: 2/22/2022 h.6. Investigation: two boxes of fifty-six units each, for a total of one hundred twelve units were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Twenty samples were selected to test for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the solution, and there were values that were out of specification. A device history record review was completed for provided material number 302832, lot number 0302934. The review revealed there was documentation for this type of defect during the production run of this batch. There was an air leak at the silicone application station inducing insufficient silicone applied to some of the syringes. These products are an escape from this reported incident. The air leak was repaired. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced difficult plunger movement. This event occurred 1120 times. The following information was provided by the initial reporter. The customer stated: cdr pharmacist facing difficulty in medication reconstitution as the plunger of syringes are very tight to pull and forced to use alternative to complete cytotoxic drug reconstitution.